Event description:
The manufacturer received information alleging displaying error when trying to be turned on, states service required. During the evaluation of the device at the third-party service center, the device was visually inspected and found main board was burned, electrical damage to the main board, screen with scratches, pollution reusable pollen filter, pollution inlet/outlet seal, pollution iso port kit and pollution heater plate kit. The device's event log was reviewed by the service center and error code found. Additionally, customer complaint was reproduced, and the device was scrapped. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.